Event description:
The patient¿s legal guardian reported that the patient¿s blood glucose levels rose to 545 mg/dl while wearing the pod between 36 and 48 hours on the arm. The patient reported feeling sick, with vomiting and stomachache. Insulin leakage was reported during wear, and the pod was reported as not adhering properly to the skin. The cannula was reported as bent after removal, despite having inserted into the patient¿s skin. As treatment, the pod was removed and replaced.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.